Event description:
The lay user / patient contacted lifescan (lfs) on (B)(6) 2012 alleging an error 4 message on the patient's one touch verio pro meter. The patient denied exhibiting any symptoms due to the alleged issue and did not seek any medical attention. The test strips were not expired and was in good condition. This was the first time the patient was using the product. While troubleshooting it was noted that the sample of blood was applied incorrectly on the test strips. Customer care advocate (cca) assisted the patient with the proper technique; however, the alleged issue was still not resolved. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient denied seeking any medical attention or exhibiting any symptoms. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the test strips are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The meter was returned and tested and themeter had passed testing. The alleged allegation was not confirmed.

Manufacturer narrative:
Correction: the patient contacted lfs in 2011 not 2012 as indicated in the initial complaint.